Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a leak noted 4 hours into a lipid infusion, rate unspecified. The patient reported feeling wet and the nurse noted the leak at the connection of the extension set to the mating device. A crack was observed in the removed device. There is no report of patient harm.

Manufacturer narrative:
The customer¿s report of an overinfusion of luer crack and leaked was confirmed. During visual inspection it was noted that the female luer had a vertical hair line crack. The syringe was manually removed from the luer and further visual inspection of the luer (cavity 63) noted the crack was on the knit line with the gate opposite the crack. There were no other damages or any issues observed. The female luer was inspected under a microscope, to determine if any stress marks were noted. No stress marks were observed. Functional testing was performed and a leak was observed as fluid flowed through the crack on the female luer on the used extension set. The root cause of the leak was identified as a crack. The cause of the crack was not fully identified.